Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 56 days. A full evaluation of the device could not be conducted as the device was disposed of. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a right ventricular paracorporeal ventricular assist device. It was reported that fibrin coating was noted in the vad blood sack that had been present for several weeks. The pump also developed difficulty fully ejecting blood requiring very high drive pressures and ejection times. The patient was treated with coumadin and heparin, but ultimately the patient's ventricular assist device was exchanged on (B)(6)2015. The pump was disposed of by the hospital staff. It was noted that the patient's international normalized ratio (inr) goal on coumadin was 2.5, but heparin was utilized when the patient's inr was between 1.3 and 1.8.